Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms) has been evaluated. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the cable connecting ECG "a" and the front therapy electrode. The root cause for the open wire was excessive force. No adverse event resulted from the open pulse wire.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had skin irritation described as a minor irritation. The reported that he would visit his doctor regarding the irritation. Follow-up indicated that the irritation had improved. The distributor also returned the patient's electrode belt and reported that the patient was receiving frequent gong alarms.